Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The customer¿s fiancée reported the first result was 3.8 inr and a repeat test on a new finger 10 to 15 minutes later was 7.1 inr. The customer was not adversely affected. The customer's therapeutic range is 2.0-2.5 inr. The patient had no antiphospholipid antibodies or anemia. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 176189-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
As no product was returned, further investigation was not possible. No information was provided that would point to a cause for the result discrepancy. None of the given treatments/medications are known to interfere with the accuracy of the test results.